Event description:
The reporter indicated that a 13.7mm implantable collamer lens was implanted into the patient's left (os) eye on (B)(6) 2022. The lens was implanted, removed, and replaced for a shorter length lens.

Manufacturer narrative:
Patient information: unk. Claim# (B)(4).

Manufacturer narrative:
B5: lens was replaced due to excessive vaulting. Problem was resolved. Cause of the event is reported as "user error." The device did not fail to perform as intended. Reportedly, "good vault, corenal edema is resolving. Patient is on track and progressing well. Icls are well positioned." Claim#: (B)(4).